Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, ¿forceps channel port has foreign objects¿, ¿nozzle has foreign objects¿, and ¿brown foreign material was attached around ob lens¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because the subject device was not reprocessed properly due to leak caused by deformation of guide pin in the el-connector, and/or deformation of the nozzle. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif-1tq160 operation manual chapter 3 preparation and inspection. ¿ IFU states the preventive measures in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle with foreign material, similar to surgical glue, and forceps and el-connector had foreign material, whose origin or type cannot be confirmed, but are assumed they likely originated from previous procedures. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned and the evaluation found forceps channel port and nozzle had foreign objects due to other failure mode such as, problems related to reprocessing and insufficient cleaning, and brown foreign material was attached around the objective lens due to other failure mode such as problems related to reprocessing. No malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.